Event description:
It was reported that a patient using the ilet experienced elevated blood glucose readings of 258 mg/dl after a meal and 238 mg/dl one hour later, with no device alerts and no additional food intake; the patient recently started a new muscle relaxant and the cause of the hyperglycemia was unclear. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the patient and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information regarding a specific device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.